Event description:
It was reported that the patient experienced loss stimulation and was not able to get good coverage on his left side due to high impedances therefore the patient had an injection.

Manufacturer narrative:
Date of event: exact date unknown, event occurred few months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
Date of event: exact date unknown, event occurred few months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced loss stimulation and was not able to get good coverage on his left side due to high impedances therefore the patient had an injection.

Event description:
It was reported that the patient experienced loss stimulation and was not able to get good coverage on his left side due to high impedances therefore the patient had an injection. Additional information was received that the patient underwent a lead explant procedure and was doing well postoperatively. The explanted leads will not be returned as they were kept by the medical facility.